Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2015. During the procedure, the inserter would not disengage from the acetabular cup after impaction. The cup was removed and another inserter and cup were utilized to complete the procedure. A 40 minute delay occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under precautions, statement includes, "surgical instruments are subject to wear with normal usage." Examination of returned device found no evidence of product non-conformance. Product likely failed due to misuse and/or not inspected for wear and disfigurement prior to use, which may have prevented the use of the instrument and its failure.